Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump did not fully charge, stopping near 20 percent with intermittent connection to the charger and charger leds alternating between solid blue and blinking blue; removal of the hard case did not change the behavior, and a replacement charger was arranged. Symptoms included no clinical symptoms. Outcomes included no impact to health or medical care. Investigation included troubleshooting by phone and education to remove potential charging obstructions and observe charger indicator behavior. Investigation of this case revealed a charger or charging connection malfunction consistent with a power/charging issue affecting the external power supply or charging interface. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the charger or charging connection.